Event description:
Patient was implanted with lcp plate and four screws on (B)(6) /2011 on the left big toe. Patient reported hardware was irritating on an unknown date. Patient returned to o.r. On (B)(6) 2013 for removal of all hardware. It is reported patient had healed. During removal of the last screw, the screwdriver shaft broke into three pieces with all three pieces being retrieved. Procedure was completed without further problem, it was noted, no harm to patient. This is 6 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Item received in two segments and one fragment. The longest segment is approximately 65mm long, with stardrive tip geometry; the second longest segment is approximately 18mm long with the quick coupling geometry. Both segments are deformed at the break location. One fragment of approximately 6mm length with no geometric attributes was also received with the complaint. Etch detail is discolored, there are burrs about the stardrive with rounding on the splines. The subject product passed all inspections and certification testing during manufacturing, and the pertinent diameter size conforms to specification. The break area of the subject part could not be evaluated due to deformation at the point of separation.

Manufacturer narrative:
Device used for treatment and not diagnosis. There are no nonconformance documents in the DHR. Subject device passed all inspections and certification testing. The device was received and the investigation is ongoing.